Manufacturer narrative:
The review of the device history record is not completed at this time. The device was not returned to kimberly-clark for evaluation. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Other: the device was not returned by the customer to kimberly-clark.

Event description:
Kimberly-clark received a report stating, "at the ICU, they noticed one of the ventilated patient was making an unusual noise. The respiratory tech checked the entire closed suction catheter and et tubes' cuff pressure and the cuff was deflated. She changed the et tube right away. Later on, she was wondering what really happened. She took the already used et tube, inflated the cuff and dipped it in water .she noticed that the proximal part of the cuff was leaking air. This event has happened twice . It seems like the cuff was not well attached to the tube." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).